Event description:
The reporter stated that five days after the grid was placed, some electrodes ceased to function, gradually progressing so that all electrodes on the last tail of the device ceased to function. The surgeon was unable to perform grid stimulation on this area. At the user facility, all cables were checked and some cables were replaced, however, there was still no data obtained from these contacts. In response to an email requesting more info, the reporter stated that there was no adverse event related to the malfunction. The loss of electrodes occurred after the capture of seizure activity, and the seizure focus was not in the electrodes that were lost.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.